Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) with heavy calcification, mild tortuosity and 99% stenosis. The 3.5x12mm nc trek neo balloon dilatation catheter (bdc) was prepped per the instructions for use and used for post dilation. The bdc was inflated once to 12 atmospheres and ruptured during use. Another bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.